Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). Treatment for the peritonitis was not reported. On a later date, the patient passed away due to the peritonitis. It was unknown if therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient passed away on an unspecified date in (B)(6) 2013. It was reported that the patient acquired peritonitis on an unspecified date in (B)(6) 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.